Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During evaluation it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and evaluation, it was determined that the perforator device arrived with the spring and attachment lock separate from the device. It was further determined that the device failed pretest for overall condition of the unit and assess the engagement. It was noted in the service order that the device had stopped working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.